Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2018. The customer reported that she was in the hospital due to experiencing high blood glucose and was in diabetic ketoacidosis. Customer stated at first her blood glucose was kind of low so she drank juice and then her blood glucose went to 180mg/dl. Customer stated that she then went to sleep and when she woke up she was rushed to emergency room. The customer reported that she tried to give herself a bolus before she left the hospital but no insulin was coming out. The customer stated she is now at 428mg/dl. Patient's blood glucose at time of incident was 600 mg/dl. The customer had nausea, was vomiting, had difficulty breathing, tightness on her chest and it was hard to breath. The customer treated for it with insulin. The customer was unsure if they were wearing the pump at time of hospitalization. The customer did not want to finish troubleshooting. They tried to finish the high blood glucose troubleshoot but customer was upset and also felt really sick. Customer stated she was not getting any insulin from the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit passed the dat test at 0.08750 inches. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with minor scratched lcd window, scratched keypad overlay and cracked retainer.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to hospitalization has been updated. The information has been provided in b5 section of this report.

Event description:
It was reported that the customer went to emergency room due to high blood glucose.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.